Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and tested the device. The results of the functional test indicate the device was working as intended. The reported problem was not confirmed. The device remains at the customer site.

Event description:
It was reported the device has a speaker malfunction. No sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.